Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, while stapling the stomach, the device did not fire, the surgeon was able to press the green button and squeeze the handle. A new product was used to resolve the issue. There was no patient injury.